Manufacturer narrative:
Patient and initial implantation details unavailable at the time of this report, this report is filed on september 26, 2016. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration. Clinical management of the patient is ongoing.

Manufacturer narrative:
Correction: there was no loss of osseointegration. It was reported by the clinic that osseointegration took longer than expected; however, eventually did osseointegrate to the bone. The implanted device remains insitu.